Event description:
It was reported that pump alarmed "downstream occlusion" when the nurse attempted to insert the tubing and programmed the pump to deliver a bolus of IV fluid. The tubing was removed from the pump and the fluid infused fast by gravity. The nurse tried to program the pump again and got the same result. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The pump was subjected to downstream sensor test by sigma per the spectrum service manual and the device passed occluding at 11.5 psi. The pump was also tested at the rates found in the history log (888 ml/hr) at the last infusion segment and it experienced nuisance downstream occlusion alarms caused by elevated downstream sensor signal levels. Elevated downstream readings can increase downstream occlusion sensitivity and may contribute to nuisance downstream occlusion alarms. The spectrum operators manual instructs the user to close the roller clamp while unloading an IV administration set. It may be possible that the user may not have closed the clamps during unloading which may have contributed to the free flow. Investigation is still in progress and a supplemental report will be submitted when completed.